Manufacturer narrative:
Device is combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR# 2134265-2017-12653. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented with myocardial infarction (mi) and unstable angina and was referred for cardiac catheterization. Target lesion #1 was a de novo and culprit lesion for st-elevation mi located in the proximal left anterior descending artery (lad) with 90% stenosis and was 12 mm long with a reference vessel diameter of 2.5 mm. Target lesion #1 was treated with pre-dilatation and placement of 2.50 x 12.00 mm pe plus stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented with non st elevation mi. A promus element plus stent was implanted in the right coronary artery. In (B)(6) 2017, the patient died of unknown cause. The patient died in a nursing home and was not hospitalized.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that adjudication indicates stent thrombosis.